Event description:
The healthcare professional reported that during an endovascular embolization of a recanalized lesion on the internal carotid-posterior communicating artery (icpc), a simple technique was performed. A synchro2® guidewire (stryker) and a phenom¿ microcatheter (medtronic) were inserted and delivered to the target lesion and coil embolization was initiated. It was reported that the preparation was performed as per the instructions for use (IFU). Twelve (12) cerenovus galaxy g3 coils were used. The complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30622477) was used as the thirteenth coil. However, there was resistance felt between the complaint coil and the concomitant microcatheter and it was not able to be delivered. Continuous flush was maintained through the microcatheter. It was reported that the coil did not exit out of the distal end of the microcatheter. The complaint coil was replaced with another 1.00mm x 3.00cm galaxy g3 mini and it was used without any issue; the procedure was successfully completed. There was no report of any patient adverse event or complication due to the reported issue. On 03-apr-2022, additional information was received. The information indicated that it was not necessary to remove or replace the microcatheter. When the coil was removed, there seem to be no damage noted. The additional information also indicated that there was no comment that anything was obstructing the microcatheter. The following comment from the physician was provided: in addition, the additional comment from dr. (B)(6) was received. Several same sized coils were implanted without any problems in the procedure. The issue occurred only when the complaint coil was being used, and if an answer is given that it is interfering due to the size, a g3 mini (1.0 mm x 3cm) that could be implanted without any problem cannot be used. The physician also commented that the new g3 mini (1.0mm x 3cm) was used after the complaint coil and the new g3 mini was used without any problem. Excessive force was not applied to the device. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint on (B)(6) 2022. Based on the review of the photos by the product analysis lab completed on (B)(6) 2022, the embolic coil was noted to be in stretched condition outside of the introducer. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. Initial reporter name and address:: the initial reporter phone: (B)(6). The initial reporter email address was not provided. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The product analysis lab team reviewed the pre-shipment photos. [Photo analysis]: the photos of the complaint device were reviewed. The embolic coil was noted to be in a stretched condition outside of the introducer. The embolic coil is still attached to the rest of the unit, the core wire is kinked. Although functional testing is yet to be conducted on the physical device, the damages observed on the photos could be related with the customer complaint regarding impeded in microcatheter. The customer complaint was confirmed based on the photos. A review of manufacturing documentation associated with this lot (30622477) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The complaint product was received the product analysis lab on 20-apr-2022. The return product is pending further investigation evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization of a recanalized lesion on the internal carotid-posterior communicating artery (icpc), a simple technique was performed. A synchro2® guidewire (stryker) and a phenom¿ microcatheter (medtronic) were inserted and delivered to the target lesion and coil embolization was initiated. It was reported that the preparation was performed as per the instructions for use (IFU). Twelve (12) cerenovus galaxy g3 coils were used. The complaint coil, a 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30622477) was used as the thirteenth coil. However, there was resistance felt between the complaint coil and the concomitant microcatheter and it was not able to be delivered. Continuous flush was maintained through the microcatheter. It was reported that the coil did not exit out of the distal end of the microcatheter. The complaint coil was replaced with another 1.00mm x 3.00cm galaxy g3 mini and it was used without any issue; the procedure was successfully completed. There was no report of any patient adverse event or complication due to the reported issue. On 03-apr-2022, additional information was received. The information indicated that it was not necessary to remove or replace the microcatheter. When the coil was removed, there seem to be no damage noted. The additional information also indicated that there was no comment that anything was obstructing the microcatheter. The following comment from the physician was provided: in addition, the additional comment from dr. Yamazaki was received. ¿several same sized coils were implanted without any problems in the procedure. The issue occurred only when the complaint coil was being used, and if an answer is given that it is interfering due to the size, a g3 mini (1.0 mm x 3cm) that could be implanted without any problem cannot be used.¿ the physician also commented that the new g3 mini (1.0mm x 3cm) was used after the complaint coil and the new g3 mini was used without any problem. Excessive force was not applied to the device. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint on 05-apr-2022. The product analysis lab team completed the review the pre-shipment photos on 20-apr-2022. [Photo analysis]: the photos of the complaint device were reviewed. The embolic coil was noted to be in a stretched condition outside of the introducer. The embolic coil is still attached to the rest of the unit, the core wire is kinked. Although functional testing is yet to be conducted on the physical device, the damages observed on the photos could be related with the customer complaint regarding impeded in microcatheter. The customer complaint was confirmed based on the photos. A review of manufacturing documentation associated with this lot (30622477) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini was received. Visual inspection was performed. The marker band of the core wire was noted to be between two kinks. No other damages or anomalies were observed on the device during the visual analysis. The introducer component was not returned to the lab. The coil component was inspected under microscopic magnification, and it was found to be stretched. A focal separation of the adjacent loops was noted in different locations along the entire length of the coil. The coil was still attached to the rest of the delivery unit. This is consistent with the preliminary photos of the complaint device provided by the j&j japan affiliates, which showed the embolic coil in stretched condition outside of the introducer. Functional test could not be performed due to the condition of the returned device. The observed damages during the visual inspection and microscopic inspection could be the result of the device handling/maneuvering when the resistance was encountered during the attempt to advance and then retract the coil. Based on the observed condition, the reported issue in the complaint was confirmed. Coil stretching and coil damage are known potential issues associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. Stretching and damage can occur during procedure handling where force may have been inadvertently applied. These coil conditions were not originally reported with the complaint. The complaint documented that there was resistance felt between the coil and the concomitant microcatheter; the complaint coil was removed from the patient. The exact cause of the observed conditions could not be conclusively determined. It is possible that force may have inadvertently been applied during the coil advancement through the microcatheter which resulted in the coil becoming damaged. It is also possible that when the resistance between the coil and the microcatheter was encountered, some force may have inadvertently been applied in attempt to overcome the resistance which may have contributed to the coil becoming damaged. Similarly, the stretched condition suggests that there was also difficulty to remove the coil from the microcatheter; it is possible that the damage on the coil (focal separation of the loops) may have caused the coil to become stuck inside the microcatheter and some force may have inadvertently been applied to remove the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched and damaged condition as observed on the returned device. The complaint documented that the microcatheter was subsequently used with several same sized coils. However, it was reported that the coil did not exit out of the distal end of the microcatheter, which could reasonably be understood as if the coil could be advanced through the microcatheter up to some length without difficulty, which suggests that other factors such as device manipulation could have contributed to the encountered resistance. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. If unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in (2-3 cm). If unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in the ¿microcoil placement¿ section. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.